Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured inspected and released in compliance with manufacturing procedures. The unit received was visually inspected and no damage was observed. Steady state was completed on the valve returned and it performed within specification.

Event description:
The iop had no declination (stay over 30 mmhg). The doctor claims he felt hard during priming by water.